Manufacturer narrative:
A ge oec service rep investigated the issue and found an open hv cable that was repaired to restore proper function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had the mag 2 mode not function. System would not magnify images correctly.